Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper abdomen, lower abdomen, and flanks on (B)(6) 2019, using cooladvantage+, coolcurve+ contour. Following treatment, the treated areas developed visible enlargement. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the upper and lower abdomen, flank with paradoxical hyperplasia following one month after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to upper abdomen, lower abdomen, and flanks on (B)(6) 2019,using cooladvantage+, coolcurve+ contour. Following treatment, the treated areas developed visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the upper and lower abdomen, flank with paradoxical hyperplasia following one month after treatment.